Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the jaws were able to open and close. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned event unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on further examination of the event description, applied medical determined that this event is reportable for potential to cause or contribute to death or serious injury.

Event description:
Procedure performed: hysterectomie. Event description: after closing the device, it did not reopen. Additional information received by applied medical rep via email on 14mar25: the jaws of the pliers got stuck on the first use of it. It was a thin tissue, the peritoneum. I had done a coagulation. The clamp never opened again after that. I then extracted the clamp as best I could by pulling. I then tried to reopen the jaws of the pliers on the outside without success. Even trying to slip a scalpel blade between them. It was not an adhesion following coagulation as we can see from time to time. It was more a mechanical jam in the mechanism. Type of intervention: device replacement. Patient status: no clinical impact to the patient.